Event description:
No change to previously reported event.

Manufacturer narrative:
Event description: it was reported that the patient underwent a hip procedure on (B)(6) 2021. Subsequently, the patient was revised on (B)(6) 2021 due to the surgeon implanted a 36mm head into a 32mm liner. Review of received data: - no medical data relevant to the case has been received. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: - no product was returned; therefore, product evaluation could not be performed. Review of product documentation: - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was not approved by zimmer biomet, see packaging insert that was provided together with the cocr head. The packaging insert states that the size of the femoral head used must match the inner diameter of the articulating surface. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient underwent a hip procedure on (B)(6) 2021. Subsequently, the patient was revised on (B)(6) 2021 due to the surgeon implanted a 36mm head into a 32mm liner. The packaging insert, that was provided together with the cocr head states that the size of the femoral head used must match the inner diameter of the articulating surface. Therefore, the product combination of the cocr head 36/-4 and the durasul alpha insert ii/32 was not approved by zimmer biomet and classifies as an off-label use. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). According to the reported event, the cause of the revision surgery is the incompatible product combination, which can be confirmed. However, due to the lack of medical records, the reported event cannot be verified. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical product: allofit alloclassic shell with polar screw plug uncemented 52/ii; catalog#: 4245; lot#:3060441. Alloclassic sl stem uncemented 3 taper 12/14; catalog#: 2843; lot#: 3038511. Therapy date: (B)(6) 2021. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was revised due to incorrect size of implant.